Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual examination identified shaft stretching at 24.2cm, and subsequent shaft detachment at 26cm from the catheter tip. This damage is consistent with the reported difficulties encountered during attempted removal of the protector cap during preparation. The balloon protector cap was returned over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed with resistance encountered. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that difficulty removing the balloon protector occurred. A 10mm x 3.50mm flextome cutting balloon was selected to treat the target lesion. Upon unpacking the device, it was noted that the balloon protector could not be removed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a shaft detachment.